Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/26/2013 with the following findings: evaluation revealed that the keypad rubber cover is peeling off from base at the bottom of ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. All of the buttons responded appropriately. There was no contamination under the buttons. The display screen was dim pink and fading text. There was a crack at the top of the battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment is cracked and the display screen also has a dim pink and fading text. This report is made based on results of investigation completed on 11/26/2013.